Event description:
It was reported to boston scientific corporation that the cre fixed wire dilatation balloon was used during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the balloon ruptured when inflation was performed. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results. A visual examination of the returned complaint device found that the balloon was torn longitudinally. No damage found on the catheter of the device. Based on the available information, it is possible that factors encountered during the procedure, such as the interaction with scope or any other devices during procedure could create friction on the balloon, caused the balloon to torn longitudinally, which was perceived as a burst during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the cre fixed wire dilatation balloon was used during a gastrointestinal dilatation procedure performed on an unknown date. During the procedure, the balloon ruptured when inflation was performed. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.